Event description:
It is reported that the implants were protruding from the boxes.

Manufacturer narrative:
Other device used: catalog #00585205212, segmental fluted stem extension, lot #62064475. This report will be amended when our investigation is complete.